Event description:
It was reported that a patient presented with competitive atrial pacing, post-paced t-wave over-sensing, and electromagnetic interference noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the device exhibited a new instance of post-paced t-wave over-sensing, and an additional malfunction of a diagnostic issue. Further intervention was planned. No adverse patient consequences were reported.

Event description:
New information received notes that the device exhibited a new instance of post-paced t-wave over-sensing, and an additional malfunction of a diagnostic issue. Further intervention was planned. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of episode binning only occurring after 9 intervals instead of 5 was confirmed. Based on the information provided, the episode triggered according to the programmed settings and algorithm requirements. The default value was updated from 5 to 10 counts. The device is performing per design.